Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, swelling and difficulty walking since his original hip replacement surgeries. Further alleged patient will undergo further medical operations to remove and replace the devices.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - bilateral patient: litigation papers allege pain, swelling and difficulty walking since his original hip replacement surgeries. Further alleged patient will undergo further medical operations to remove and replace the devices. Update rec'd 12/1/2014: additional litigation received. Dob provided. Doi updated. Litigation alleges elevated metal ion levels. The unk-hip product is being changed to a cup, and the head, sleeve and stem are being added. This complaint was updated on 12/28/2014.